Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the or for a lead replacement. Intermittent ventricular capture at max outputs were previously observed. Rv sensing decrease was also noted. Chest x-ray revealed a slightly different position of the lead. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.